Event description:
It was reported that the procedure was being performed in interventional radiology. The catheter was placed into the pt's forearm stent and caused the basket to break. The sales rep informed the physician that the device is only approved for av grafts and fistulas for the removal of the arterial plug and warned her of using the device inside a stent. Follow up info received on (B)(6) 2012 states the wire became partially detached from the basket and was removed intact.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.